Event description:
Asku

Event description:
It was reported that there were non-sustained tachycardia episodes that showed sinus rhythm becoming junctional rhythm. Some t-wave oversensing occurred during some of the junctional beats. The device remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that the device was oversensing. T-wave oversensing occuring at some of the junctional beats due to small r-wave. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.